Event description:
According to the reporter, during the laparoscopic low anterior resection, when firing for the large intestine, the stapler did not fire. The reload got jammed and the staples did not come out. Another product was used to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unknown endo gi, unknown endo gia instrument (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic low anterior resection, when firing for the large intestine, the stapler did not fire. The reload got jammed and the staples did not come out. Another reload was used to resolve the issue and complete the case. There was no patient injury.